Manufacturer narrative:
Summary of evaluation: evaluation results indicate that the nail broke due to material fatigue.

Event description:
Six months post operative, the patient went to the hospital with pain. An x-ray revealed that the nail was broken. A revision surgery was performed.